Event description:
The following has been reported: biomed reported: "service needed error" patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). Unit started up with red pump alarm. Log files pulled during investigation indicate mechanical hardware failure (air compressor). Unit failed recharge test. Installed engineering test assembly and error did not occur. Dynoflow air compressor will be removed and replaced during repair process. No other damage found. An internal investigation was opened to address this issue.